Event description:
It was reported that during a remote follow up, oversensing resulting in pacing inhibition was noted on the device. Abbott technical support was contacted, session records were reviewed, and crosstalk oversensing was noted. The device was reprogrammed. The patient was in stable condition.